Event description:
It was reported that the patient had not been able to make adjustment with the patient programmer both with or without the antenna attached. It was stated that the patient had not been able to use their programmer since their implantable neurostimulator (ins) was implanted deeper. The patient had their ins put deeper because it stuck out. It was reported that the patient was able to use their recharger to turn stimulation on and off and saw a lightning bolt in the ins on the recharger screen. While stimulation was on, the patient reported no stimulation sensation. It was reported that stimulation was on but the patient did not perceive it. It was reported that the patient had pain in their whole lower back, over the ins, down their leg into their right knee, and numbness in their right hand. The patient¿s neck was starting to hurt too and they were really sore. It was stated that this was pain that the ins would normally treat. The symptoms occurred yesterday after the patient moved a table up the stairs and that was when they lo st stimulation. It was reported that some of the patient¿s pain returned before they moved the table, especially their knee pain. It was reported that the patient was going to ¿cut out¿ the ins. It was further reported that the patient met with their health care provider (hcp) and they were able to reprogram the ins on (B)(6) 2013. The patient wanted more coverage in their upper back but the spinal cord stimulator (scs) was initially placed for lower back pain. The hcp used the top electrodes on the lead to get stimulation slightly higher. The patient was able to use their programmer. It was reported that the patient needed to be recharged. Impedances were tested and were normal. The patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).